Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer not detected on bus and had failed storage space. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pockets in drawer 1.1 were not detected on the bus, while all other drawers in the station were functional. The field service engineer (fse) removed drawer 1.1 from the main station chassis and inspected the rear of the drawer at its home position. All cable connections were reset, and the drawer was reinstalled into the main station chassis. The pyxis bus cable was reconnected, and the station was restarted which resolved the issue. During the startup sequence, the fse logged in under administrative mode and successfully completed the required diagnostic testing. The system functioned as intended after the field service engineer repaired the device.